Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia including clots)') in an adult female patient who had essure (batch no. 628434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, trigeminal neuralgia and sciatica. Concomitant products included ibuprofen and iron. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced libido decreased ("hormonal changes describe: low libido") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and iron deficiency anaemia ("blood or heart disorder/condition type: anemia"). In 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, back pain, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, psychological trauma, fatigue, libido decreased, vulvovaginal mycotic infection, uterine leiomyoma, iron deficiency anaemia, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, iron deficiency anaemia, libido decreased, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, uterine leiomyoma, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009 coils were placed on each side without difficulty, one with six trailing coils, one with one. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2009: essure confirmation test-bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: iron deficiency anemia, back pain, menorrhagia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine enlargement, trigeminal neuralgia, right sided sciatica quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs and mr received. Reporter information, lot number added. Events: bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: yeast infections, reproductive system disorder or condition type of disorder or condition: fibroids, blood or heart disorder/condition type: anemia, gastrointestinal or digestive system condition type: bloating added. Event hormonal changes was updated to hormonal changes describe: low libido. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia including clots)') in an adult female patient who had essure (batch no. 628434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, trigeminal neuralgia and r sciatica. Concomitant products included ibuprofen and iron. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced libido decreased ("hormonal changes describe: low libido") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and iron deficiency anaemia ("blood or heart disorder/condition type: anemia"). In 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, back pain, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, psychological trauma, fatigue, libido decreased, vulvovaginal mycotic infection, uterine leiomyoma, iron deficiency anaemia, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, iron deficiency anaemia, libido decreased, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, uterine leiomyoma, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009 coils were placed on each side without difficulty, one with six trailing coils, one with one diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test-bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: iron deficiency anemia, back pain, menorrhagia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine enlargement, trigeminal neuralgia, right sided sciatica quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("chronic back pain"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, back pain, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, psychological trauma, fatigue and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2009, she implanted essure (previously reported as 2009). New events added-chronic, dysmenorrhea (cramping), pelvic pain/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), psych injury, migration, fatigue, hormonal changes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia including clots)') in an adult female patient who had essure (batch no. 628434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, trigeminal neuralgia and r sciatica. Concomitant products included ibuprofen and iron. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced libido decreased ("hormonal changes describe: low libido") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and iron deficiency anaemia ("blood or heart disorder/condition type: anemia"). In 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, back pain, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, psychological trauma, fatigue, libido decreased, vulvovaginal mycotic infection, uterine leiomyoma, iron deficiency anaemia, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, iron deficiency anaemia, libido decreased, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, uterine leiomyoma, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009 coils were placed on each side without difficulty, one with six trailing coils, one with one diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test-bilateral occlusion; on (B)(6) 2009: impression: 1. Findings consistent with occlusion of the right and left fallopian tubes. 2. Results were reviewed with the patient upon completion of the exam. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: iron deficiency anemia, back pain, menorrhagia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine enlargement, trigeminal neuralgia, right sided sciatica quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: mr received. Reporter information and patient's lab data were added. Case became medically confirmed. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.